Manufacturer narrative:
(B)(4). The device was baxter received and evaluated the device. Initial functional testing experienced a false upstream occlusion alarm, however, additional testing could not reproduce the alarm. Review of the history log confirms the occurrence of multiple upstream occlusion alarms. The upstream sensor was replaced as it is a known contributor to the identified symptom.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement